Manufacturer narrative:
(B)(4). The customer returned one opened kit containing a dilator for evaluation. The dilator contained signs of use in the form of biological material. Visual examination revealed the tip of the dilator is frayed and folded back. The tip also contained white coloration, indicating stress. The length and outer diameter of the dilator were measured and were found to be within specification. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) provided with this kit instructs the user to first perform a skin wheal before dilating skin. The customer complaint of a damaged dilator tip was confirmed by complaint investigation. The returned dilator tip was frayed and folded and the dilator showed signs of use in the form of biological material. The tip also contained white stress marks, indicating force caused the damage. A DHR review was performed with no relevant findings for this investigation to suggest a manufacturing related issue. Based on the condition of the sample as received, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges the proximal part of the introducer is defective and this deforms the guide.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the proximal part of the introducer is defective and this deforms the guide.